Manufacturer narrative:
Exact b3 date of event is unknown. Full citation of article is not able to be provided as the information needed to write one was not provided.

Event description:
It was reported to boston scientific via a japan paper, that a study was done to evaluate the treatment results of transurethral water vapor therapy using the rezum system for elderly patients with benign prostatic hyperplasia (bph). 24 patients who were treated from (B)(6) 2022 to (B)(6) 2023 were involved in this study. 12 of the patients had an history of urinary retention. All cases were performed under general anesthesia, and the urethral catheter was removed one-week post-operation. The patients underwent follow-up for more than six months post-operation. Some patients required catheterization for a longer period of time due to urinary retention. The number of patients who experienced urinary retention was not provided. Additionally, four patients required re-hospitalization due to gross hematuria. Residual urine volume improved from 115ml to 40ml at month post-operation and stabilized at 38ml at 6 months. It was noted that this procedure improved the urinary symptoms in many cases, however, in severe cases of benign prostatic hyperplasia, it was often difficult to remove the catheter in one stage.